Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. A veriflex 3.0x32mm stent was removed from the protector hoop and an unspecified guide wire was inserted into the device. At this point it was noted the stent had migrated on the balloon and the stent looked elongated (stretched). The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. A veriflex 3.0x32mm stent was removed from the protector hoop and an unspecified guide wire was inserted into the device. At this point it was noted the stent had migrated on the balloon and the stent looked elongated (stretched). The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the stent found that the stent was pulled distally on the balloon. The proximal edge of the stent was located approximately 7mm distal edge of the proximal markerband. The distal to middle section of the stent was stretched and misaligned. The distal section of the stent was positioned distal to the tip section of the delivery device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).